Event description:
Healthcare professional reported " implant replacement due to rupture" healthcare professional later reported "it was confirmed that the rupture corresponds only to the right side as indicated in the study and the report," the device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant replacement due to rupture." Healthcare professional later reported "it was confirmed that the rupture corresponds only to the right side as indicated in the study and the report." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b6, d2b, d3, d4, g1, h3, h4, h6.